Event description:
The pt received an scs system on (B)(6) 2010. It was reported that the pt cannot increase stimulation past perception on any of her three programs. Her perception line also automatically decreases. Follow up with the pt realized that she has yet to be reprogrammed to resolve her issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.